Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6 the reported event was able to be confirmed by review of provided radiographs. Review of the x-rays identified a metallic fragment present within the joint space; however, it could not be determined which component had fractured and generated the fragment. A review of the device history records was unable to be performed as the part and lot numbers were not identified. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a tka on an unknown date, and has now been indicated for a revision due to possible fracture of the locking pin in the hinge assembly. Attempts have been made and no further information has been provided.